Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication failure between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet app, with glucose values appearing in the dexcom app but initially not displaying on the ilet until troubleshooting steps restored readings; the issue occurred during pairing to the ilet only and resolved while on the call. No adverse clinical symptoms reported. Symptoms included hyperglycemia with a peak glucose of 197 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with wireless communication, with the antenna identified as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.